Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot: 3g05801 was manufactured on 31/july/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 30/mar/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID): 1704768 and manufacturing order: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc) #11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot: 3h00138, order: (B)(4), material: 1003411, was manufactured on 08/01/2023 in the elc #11 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot: 3g05365, order: (B)(4), material: 1725587, was manufactured on 31/july/2023 in the roping durahesive mix manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 30/mar/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3g03888, order: (B)(4), material: 1725587, was manufactured on 20/july/2023 in the roping durahesive mix manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 30/mar/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3g04494, order: (B)(4), material: 1725587, was manufactured on 30/july/2023 in the roping durahesive mix manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 30/mar/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The defect reported by the customer could occur during the sub-assembly process performed in the mixer 450 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot: 3f00170, order: (B)(4), material: 1738335, was manufactured on 06/jun/2023 in the mixer 450 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #2 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot: 3h01120, order: (B)(4), material: 1738335, was manufactured on 08/09/2023 in the amk mixer large #2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3f05271, order: (B)(4), material: 1738335, was manufactured on 06/30/2023 in the amk mixer large #2 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #3 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot: 3g05360, order: (B)(4), material: 1738335, was manufactured on 08/01/2023 in the amk mixer large #3 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3g03890, order: (B)(4), material: 1738335, was manufactured on 07/26/2023 in the amk mixer large #3 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3g03891, order: (B)(4), material: 1738335, was manufactured on 07/24/2023 in the amk mixer large #3 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. The subassembly lot: 3g05361, order: (B)(4), material: 1738335, was manufactured on 08/09/2023 in the amk mixer large #3 manufacturing line, with a total of (B)(4) ea. The complaint engineer performed a batch record review on 03/30/2026, and it was confirmed that the applicable procedures were followed, the materials were correct as per bom, and the equipment settings were according to the process instruction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case, and in this, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 30/mar/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 3g05801 lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and no additional complaints were identified. Historical nonconformance review: on 30/mar/2026, complaints engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number: 3g05801, 3h00138, 3g05365, 3g03888, 3g04494 ,3g05360,3f00170, 3h01120, 3g03891, 3f05271, 3g03890 and 3g05361, and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "fluid uptake test": frequency: first, middle, and last mix of each lot. Sample quantity: 6 samples per mix (18 samples). Acceptance criteria: avg. Not less than 3900g/m2/24 hrs. Defect rate analysis: there have been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which was well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of 0.25. To date, it was well within our accepted aql level for this type of failure mode or defect. Historical scars review: on 30/mar/2026, supplier quality engineer ran a query in database in order to verify the supplier corrective action report (scar) related to mass materials: 1254962, 1003687, 1003751, 1003888, 1738453, 1050903, 1050904, 1050902 and 1003700. As results no scars were identified. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported that the dressing cannot absorb exudate. A photograph depicting the issue was received from the complainant.